Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4); product ID: 9735787, serial/lot #: (B)(4). Onsite functional and visual examination was performed by a manufacturer representative. The ups and battery was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Functional testing determined that the returned ups was bench/standalone tested, in conjunction with the accompanying battery for twenty seven hours and no issues were observed. All outputs measured normal voltage and the power switch function, without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that during a case with the surgeon, the main cart was having power issues. At the beginning of the case, there was a battery service error while moving the system, however it remained plugged and powered on for most of the case. Then the main cart shut off while the camera cart remained on. The clinical specialist was unable to turn the system on unless she unplugged the main cart from the outlet, waited, plugged the main cart back into the outlet, and then she was able to power on the system. However, the main cart then shut back off and the surgeon decided to use a c-arm to place the last screw. Imaging was aborted. Troubleshooting was done to resolve the issue. After the case, the clinical specialist performed a self test and it indicated that the battery was at 100% but she was able to replicate the issue. Cart to cart cable was always connected, technical service asked if the problem could be replicated w hen disconnected from the camera cart. There was a delay of less than 1 hour. No patient impact was correlated with this event. 2020-jan-20 new information received: surgeon's name provided. The ups and battery have already been shipped back.

Manufacturer narrative:
H3: the battery was returned for analysis. Functional testing determined that the battery measured 52.22 volts, upon return. The battery was tested in conjunction with the accompanying ups and no issues were detected. The battery was not tested in a main cart test system, as the system was not available for failure analysis. Codes associated with the battery: fdr 213, fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.